Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited post-paced t-wave oversensing (pptwos). Additional information was requested, but not received.